Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump alarmed no delivery several times. Customer's blood glucose level was 600 mg/dl. The customer was unable to treat his high blood glucose level. His blood glucose level was high because it took a while to get his insulin from the pharmacy. The device was not returned.